Event description:
It was reported that a new ilet pump generated an alert immediately upon unboxing, preventing use, and the caregiver believed it was alert 48; however, the ilet does not have an alert 48 so the exact alert is unknown. Customer care advised calling back from home to troubleshoot. Symptoms included no reported clinical effects. Outcomes included no impact to health or hospitalization. Investigation included customer care outreach and planned remote troubleshooting. Investigation of this case revealed that the device presented an alert on startup consistent with an unresolved alarm or malfunction, with no confirmed component failure identified. It was concluded that the cause was undetermined pending further evaluation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.